Event description:
It was reported by the customer that in bd pyxis¿ medbank mini, the drawers were offline and failed to open. There was no delay, adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 15-feb-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 1 did not open, and drawer 3 failed to close. A field service engineer (fse) found that the retractor band was unseated, unplugged and plugged in back to resolve. The customer also reported that row board 1 in drawer 3 position 5 had issue, the fse removed pocket 6, tested, placing in the position 5 opened the pocket, released pocket, everything worked normal and returned pocket to position 6. The customer would require ordering a cubie. The system functioned as intended after the field service engineer repaired the device. E.2: initial reporter e-mail: (B)(6).